Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of the transection of stomach in a sleeve gastrectomy, the nurse went to align the two white arrows but did not. The reload could not be twisted correctly, and then the reload was stuck in an unloaded state. The nurse pressed on the blue unload button, and that then released the reload and then able to load the reload onto the gun properly, and cycle the instrument. When it was time to fire the device, the surgeon was able to press the green button, but the handle simply made a snapping noise when squeezing on the trigger. A new handle and reload were used to resolve the issue. No patient injury.

Manufacturer narrative:
Additional information: d8, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned device was found to be partially fired and engaged in interlock. The reload was loaded into a representative instrument and was partially cycled to investigate the gap between the sled and I-beam. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. Functionally, the reload interlock was tested and found to function properly. It was reported that the device did not fire. The reported issues was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device was difficult to load. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. . If information is provided in the future, a supplemental report will be issued.